Event description:
It was reported that the device was not charging. Patient said the last couple times (the last couple days) they tried to charge, the green light would start flashing, but then the charge quality would go from excellent to poor and then a message would come up saying to call medtronic. Patient did not remember the exact message. Patient then said one time, they hit the white button on the top of the controller and was able to charge after that, but the next two days they would try to charge again and they would have the same issue. During the call, patient kept going from excellent to poor quality but was not able to see the call mdt screen to obtain screen details. Patient inspected controller port, but did not see any damage. Patient mentioned the pin on the very right side of the recharger plug might have a tiny bit of distortion. The issue was not resolved. A request was sent to the repair department to replace the recharger. Also, their recharging belt was really deteriorating. When asked event date, patient said "for months". Patient then went on to say their first device stopped working, so they had it removed and put a new one in, december of last year (registration shows lead was replaced dec 2024) and the belt was already coming apart by that point. A request was sent to the repair department to replace the belt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Event description:
It was reported that their previous ins stopped working and needed to be replaced.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.